Manufacturer narrative:
The sample device is indicated as unavailable for return. Without such evidence, a root cause cannot be determined. If additional information is received in the future, the issue will be re-evaluated as needed.

Event description:
PICC cath was placed (B)(6) 2020 and on (B)(6) 2020. Both hubs cracked and leaked. Further evaluation of this product by IV therapy team is necessary to determine if product is defective.